Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated the infusion device was going through the self-test over and over again, as if pump was experiencing power interruptions. The device failed to provide an error or alert message. No adverse event was reported. The infusion device was requested to be returned for product evaluation.